Event description:
Information received from the field notes that the device did not appear to be working properly. The patient was referred to the cardiologist. The device was in ovo mode. After reprogramming, the device functioned normally. However, based on thresholds, the physician decided to reposition the lead. During repositioning, the patient lost blood pressure and expired.